Event description:
Patient reported experiencing issues since changing to this lens type. Patient removed lenses in the afternoon and woke up the next morning with right eye pain. Patient visited a doctor who said there were signs of an infection and prescribed fml steroid drops and antibiotic drops. Patient reports being bedridden from pain, discomfort, light sensitivity and temporary vision loss. The next day the patient had cloudy vision and went to an optometrist who sent her to an eye specialist. Patient reported that she had a corneal ulcer and she was prescribed ciloquin, and flm. In her follow up appointment the next day it was noted that the ulcer had become infected and she was prescribed ocuflox and tobrex. The clinical optometrist took several corneal scrapings to have evaluated to determine which microorganisms were causing the infection. The patient reports the infection and ulcer slowly healed but left a permanent scar on her cornea and a loss of 1-2% of vision. Attempts are being made to confirm the event with the health care providers.

Manufacturer narrative:
The device involved in the event is in the process of being returned for evaluation. Based on all information, no causal factors can be determined and no conclusion can be drawn.